Event description:
It was reported the customer received a failed self test alarm on their insulin pump. Customer's blood glucose was 102 mg/dl. The customer stated the alarm did not occur during the rewind/prime sequence. The customer also stated their temp basal was not programmed before the alarm occurred. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The error alarm due to faulty y1 on rf board. The unit had minor scratched lcd window, cracked case near display window corners, and reservoir tube lip.